Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part number: 310.25, synthes lot number: u280402, supplier lot number: n/a. Release to warehouse date: 30-oct-2017. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction internal fixation (orif) procedure for proximal tibia on (B)(6) 2018, surgeon was attempting to implant a 3.5 variable angle locking compression plate (va-lcp) proximal tibia plate. While using a competitor¿s power drill with the synthes 2.5mm drill bit, the drill bit broke. All fragments were retrieved. The procedure was completed without any surgical delay and the patient was stable after the surgery. Concomitant devices reported: 3.5mm va lcp proximal tibia plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for (B)(4).